Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited sensing issues. Repeated attempts were performed to reposition the lead to obtain normal sensing measurements; however, the sensing was between 2-3mv. Additionally, during the last attempt to reposition the lead, the helix mechanism could no longer be extended. The procedure was completed by exchanging the lead for a new one, and it was noted that the sensing measurements were 5.0mv. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix in an extended position and dried blood was present in the helix housing. Visual inspection noted that the helix mechanism was bent, which prevented direct testing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of the device sensing issue. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited sensing issues. Repeated attempts were performed to reposition the lead to obtain normal sensing measurements; however, the sensing was between 2-3mv. Additionally, during the last attempt to reposition the lead, the helix mechanism could no longer be extended. The procedure was completed by exchanging the lead for a new one, and it was noted that the sensing measurements were 5.0mv. No adverse patient effects were reported. This lead was returned for analysis.